Manufacturer narrative:
(B)(4). Method: the iw930 cosycot infant warmer was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: inspection of the photograph provided by the customer revealed a crack on the base near the centre column. Two gas cylinders were also fitted to the unit. A lot check revealed no other complaints of this nature for lot 060502. Conclusion: cracks to the plastic leg base region of the cosycot infant warmer are known to occur when it has been overloaded. The maximum weight limit for the infant warmers is specified in the infant warmer product technical manual. The complaint device is over nine years old, it is reasonable to expect wear and tear. The customer was provided a replacement metal base that has a higher maximum weight limit.

Event description:
The biomed from a hospital in (B)(6), reported that the base of a iw930 cosycot infant warmer was cracked. This was found prior to patient use.